Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir and infusion set tubing had air bubble. The customer¿s blood glucose was unknown. Customer was assisted with troubleshooting. The customer stated that the during therapy air bubbles were noticed in the reservoir and approximate size of air bubbles was 0 mm to 2.05 mm. Customer was unsure if insulin warmed to room temperature prior to filling reservoir. The device will not be return for analysis.